Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt expired. No cause of death was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. Please see MFR report# 3004209178200906059.